Event description:
The iab leaked. Blood was noted in the tubing and back into the pump. The iab was removed. No second was inserted. The following was rpt'd to datascope on 5/20/97: blood was noted in the tubing. The pump alarm did not sound. Another iab was inserted. Event complications: unk - rpt'd 5/12/97; none from event - rpt'd 5/20. Pt current status: iab reinserted - rpt'd 5/20.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.